Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer stated that blood glucose was 542 mg/dl, but sensor glucose was reading 71 mg/dl. Customer stated that they pulled out the sensor and the cannula was kinked and curved in a couple different spots. Product is being returned and replaced.